Manufacturer narrative:
On january 20, 2022, mentor became aware that the onset of the patient's implant malposition/displacement was on (B)(6) 2020.

Manufacturer narrative:
On december 28, 2021, mentor became aware that the suspect medical devices were implanted for breast reconstruction revision. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wrinkling, implant malposition/displacement. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone breast reconstruction, as part of a clinical study, with two 555cc mentor memoryshape breast implants on (B)(6) 2020 , suffered bilateral breast wrinkling, post-procedure. On (B)(6) 2020 , the patient underwent bilateral breast surgical intervention (fat grafting) and the issues were resolved. However, on (B)(6) 2020 , the patient was then diagnosed with bilateral implant malposition/displacement. The patient underwent an unspecified surgical intervention to resolved that issue on an unspecified date. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. A supplemental report will be submitted if clarifying information is received. This medwatch form is for the right breast prosthesis.